Manufacturer narrative:
Product event summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient developed pain, redness and purulent drainage at the driveline (dl) exit site along with feeling poorly and a fever. The patient was admitted to hospital the next day and empirically started on intravenous antibiotics (after cultures were obtained). Laboratory testing revealed a supratherapeutic international normalized ratio (inr) of 3.7 that was treated with vitamin k. The patient underwent surgical debridement of the dl tract on (B)(6) 2018. The initially obtained dl exit site culture and surgically obtained culture proved to be (B)(6) for (B)(6). Blood cultures were negative. The patient was discharged home on (B)(6) 2018 with an inr of 2.3 on home intravenous antibiotics. The pump/driveline remain in use. No further patient complications have been reported as a result of this event.